Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the shaft broke during coil delivery. An embold? Fibered 10x50 was selected for use in the vascular embolization procedure. The target location was moderately tortuous and located in the internal iliac artery. During coil delivery, the device shaft broke outside the patient. The procedure was completed with an alternate device and there were no adverse consequences for the patient. No further information was provided despite request by boston scientific.